Event description:
Related manufacturer report number: 3006705815-2023-04844. It was reported that the patient was experiencing auto-reducing and it was discovered that the patient's scs leads had high impedances on multiple contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2024-00283. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing due to high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.